Event description:
It was reported that the customer's insulin pump alarmed motor error after changing the battery cap, then insulin squirted out, and the device alarmed an error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error and other alarm during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the test. The device was received with scratched screen, cracked case at the display window corners, cracked on the reservoir tube window thru the reservoir tube, cracked on battery tube threads, and missing end cap sticker.